Event description:
The patient received two leads with the same lot number. It was reported, the patient experienced ineffective coverage. As a result, surgical intervention was undertaken. The scs system was explanted. Follow-up identified the procedure went without incident and the patient is doing well postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.